Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead was explanted and replaced on (B)(6) /2015.

Event description:
It was reported that the patient presented in the clinic for a routine follow up. The left ventricular lead exhibited loss of capture at maximum output. Diagnostic imaging revealed that the lead had dislodged. Twiddlers syndrome was suspected. No intervention or patient symptoms were reported.